Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed a weak battery alarm after a battery change. Device made a siren noise and turned off. Customer's blood glucose was unknown. Customer reported there were some lines across the screen, sometimes was difficult to read the screen. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with missing segments due to cracked lcd zebra connector. However, was monitored for several days and no blank display or constant tone noted. The insulin pump was received with normal operating currents and no unexpected battery out limit noted. The insulin pump passed self test and passed off no power test. The insulin pump had cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.